Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was out of specification. The symptom was confirmed through a review of the event history log but not reproduced. The upstream sensor is a known contributor to false upstream occlusion alarms and has been replaced.